Manufacturer narrative:
The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the screw would not engage on the spine clamp. The health care professional used a compressor instrument to keep the clamp engaged on the spinous process. There was less than an hour delay in the procedure. No impact on patient outcome.